Event description:
Additional information was received that the noise resulted in oversensing on the right atrial (ra) lead.

Event description:
During a remote follow-up, episodes of noise were observed on the right atrial lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.